Manufacturer narrative:
The 510k#: k053529.

Manufacturer narrative:
Follow-up # 1 (06/30/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011, the meter passed all testing with no faults found. On (B)(6), 2011, the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately erratic readings and was also giving the "apply sample" icon. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. On (B)(6) 2011, the smss mailed a letter requesting the patient contact medical surveillance. On an unspecified date, the patient claimed she obtained the blood glucose readings of 143 mg/dl, 136 mg/dl and 129 mg/dl on the reported meter within 20 minutes. The patient also obtained the "apply sample" icon being displayed; the test did not start after blood sample application to the test strip. Following these readings, the patient took an increased dose of insulin using her pump. Thirty minutes afterwards, the patient experienced the symptom of shaking. The patient did not receive any medical attention or treatment. It would have been helpful to determine if the test results and the "apply sample" icon issue occurred at the same time, what the patient's expected blood glucose readings were, the patient's blood glucose readings and insulin doses taken prior to the event, and the dose of insulin taken. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was resolved during the troubleshooting telephone call. The test results also fell within expected values for precision testing. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on elevated meter readings. Therefore this complaint is being reported.